Event description:
Case description: batch number of novopen echo was available. Investigation results: name: novopen echo, batch number: evg5964-1. Visual and functional examinations were performed. The cartridge holder was damaged to a point where the pen could not be tested with a cartridge and needle attached. During development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it is likely that the dosage mechanism slipped at a time during use causing the piston rod not to move. During development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in duringour examination, it cannot be ruled out that the dosage accuracy was affected at a time during use.if the patient does not observethat the cartridge holder is damaged there is a risk that he/she will not receive the intended dose and experience hyperglycaemia. Both snap connections on the cartridge holder are broken off and it is impossible to mount the cartridge holder on the pen. Consequently the pen cannot be used. During development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it cannot be ruled out that the dosage accuracy was affected at a time during use. If the patient does not observe that the cartridge holder is damaged there is a risk that he/she will not receive the intended dose and experience hyperglycaemia. The fault is caused by an error in novo nordisk a/s. Since last submission, the case was updated with the below: investigation results updated. Manufacturer comment updated. Narrative updated. Manufacturer comment: 27-dec-2018: the patient reported that his blood glucose increased and that the cartridge holder on the pen was damaged. The patient also stated that he kept the needles attached to the pen in between injections and that he counted clicks to estimate the dose of the insulin to administer. Both keeping the needle attached to the pen between injections and counting clicks for dose estimation could have contributed to the experienced increased blood glucose and doing this is a violation of the instruction for use for novopen echo. In addition, the malfunction (damaged cartridge holder) found on the returned novopen echo could have contributed to the experienced increased blood glucose and the suspected novopen echo and cartridge holder is encompassed by a field safety corrective action (novo nordisk internal reference recall #20170609). Evaluation summary: name: novopen echo, batch number: evg5964-1. Visual and functional examinations were performed. The cartridge holder was damaged to a point where the pen could not be tested with a cartridge and needle attached.during development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it is likely that the dosage mechanism slipped at a time during use causing the piston rod not to move. During development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it cannot be ruled out that the dosage accuracy was affected at a time during use.if the patient does not observe that the cartridge holder is damaged there is a risk that he/she will not receive the intended dose and experience hyperglycaemia. Both snap connections on the cartridge holder are broken off and it is impossible to mount the cartridge holder on the pen. Consequently the pen cannot be used. During development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it cannot be ruled out that the dosage accuracy was affected at a time during use. If the patient does not observe that the cartridge holder is damaged there is a risk that he/she will not receive the intended dose and experience hyperglycaemia. The fault is caused by an error in novo nordisk a/s.

Event description:
Increased blood glucose values in the night as well as day up to 563 mg/dl [blood glucose increased]. Penfill holder is broken off [device breakage]. Piston rod does not move [device issue]. Use of the dialling clicks to estimate the dose of the insulin [wrong technique in device usage process]. Leave the needle attached to the pen inbetween injections [product storage error]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "increased blood glucose values in the night as well as day up to 563 mg/dl" beginning on (B)(6) 2018, "penfill holder is broken off" with an unspecified onset date, "piston rod does not move" with an unspecified onset date, "use of the dialling clicks to estimate the dose of the insulin" with an unspecified onset date, "leave the needle attached to the pen inbetween injections" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "type 2 diabetes mellitus." Patient's height, weight and body mass index not reported. Medical history included type 2 diabetes mellitus (duration unknown). It was reported that penfill holder was broken off. Piston rod does not move. From the beginning of (B)(6) 2018, the patient's night sugar as well as day time values were increased. On the evening of (B)(6) 2018, the patient noticed parts of the cartridge holder while removing the protective cap. Blood glucose values increased up to 563 mg/dl during use of this novopen echo. Blood glucose values normalised with a different pen. No recent changes in diet or physical exercise were seen. The patient stored the insulin in use at room temperature 20 - 25 °c and re-suspended an insulin suspension (cloudy insulin) before use. It was also reported that the cartridge holder "detach" from the pen body at the time of use when the needle was unscrewed from the pen. The patient was the user and was not trained by a hcp in the use of the novopen echo. Age of the device was reported to be since 09-jun-2016. Patient does not use an already used needle nor in general reuses the needles. The patient keeps the needle attached to the pen in between injections. Less force was needed to inject. Patient used dialling clicks to estimate the dose of the insulin. Action taken to novopen echo was not reported. The outcome for the event "increased blood glucose values in the night as well as day up to 563 mg/dl" was recovered. The outcome for the event "penfill holder is broken off" was not reported. The outcome for the event "piston rod does not move" was not reported. The outcome for the event "use of the dialling clicks to estimate the dose of the insulin" was not reported. The outcome for the event "leave the needle attached to the pen inbetween injections" was not reported. This case was re-classified from non-serious to serious device case on 26-nov-2018 considering the event "increased blood glucose values in the night as well as day up to 563 mg/dl" as medically significant by gs- advisers.